Manufacturer narrative:
The reported event of ¿premature discharge of battery¿ was not confirmed. The device image showed that device was programmed to high field settings and battery voltage was above eri level during the entire implant duration. Analysis was performed in nominal settings and no anomaly was noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-19450. It was reported that the patient presented for remote follow up via merlin.net with the pulse generator exhibiting an alert for the elective replacement indicator. During subsequent follow up it was determined that the right ventricular lead was fractured, possibly contributing to premature battery depletion of the pulse generator. The lead was capped on (B)(6) 2020, and the device was explanted and replaced. The patient was discharged in stable condition.